Manufacturer narrative:
The patient was treated with oral antibiotics due to infection. This report is filed october 9, 2015.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The implanted device remains.